Event description:
It was reported that the device reached elective replacement indicator (eri) and the pre-operative interrogation of the device appeared that the device had a power on reset (por). Also the right ventricular (rv) lead had oversensing. During the device replacement, the rv lead tested properly with the analyzer. It was noted that the patient had not had a magnetic resonance imaging scan. The device was explanted and replaced. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: e2dr01aa implantable pulse generator (B)(6) 2004. (B)(4).